Event description:
Cup liner wore thin; prosthesis was replaced. Replaced equipment: 46 mm optifix titanium co's acetabular shell. 28 mm inner diameter liner, co's cementless titanium femoral component.